Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: when cleaning off the dirt, after the staff removed it from the body, the instrument broke. No fragments fell inside the patient's body. There was no instrument collision. The procedure was completed robotically. There are no photographic images of the instrument available for isi review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8 mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken grip that is completely detached from its base, and it is only holds on by the conductor wire. The broken piece is hanging from the instrument. The gray molded insulator on the grip was also found to be broken as result of the grip breakage. The broken insulator pieces were not returned with the instrument. Components adjacent to this broken grip do not show damage.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the 8mm force bipolar instrument gray part adhering to the gripping part came off. It is unknown if a fragment fell into the patient. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.